Event description:
Patient tested on the suspect device with an inr result of 1.3. They felt the result was low and sent the patient for a lab test. The lab inr was 3.5 no treatment alleged. Controls were in range.